Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was inserted. Device was monitored for 2 days. No blank display noted. Device uploaded properly using care link. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on unknown date. Blood glucose reading was 600 mg/dl. The customer stated that insulin pump was not giving out insulin and it was no longer accessible. Troubleshooting for the customer¿s high blood glucose was declined. The customer reported symptoms such as vomiting and difficulty in breathing. The insulin pump will be returned for analysis.